Event description:
It was reported that in the dialysis dept during insertion, the smartseal sheath was being peeled when the user noticed that the valve broke off too soon. Due to the valve breaking prematurely, the pt experienced a blood loss of approximately 200ml; however the pt remained stable and unaffected. The user also noted that "the sheath's end kept together". Fortunately, the catheter was still able to be used to complete the procedure. There was no delay or harm reported as being the loss of approximately 200ml of blood. No death or other complications were reported as a result of this occurrence.

Manufacturer narrative:
(B)(4).